Manufacturer narrative:
(B4) date of report

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 170 (mg/dl). Tandem technical support made attempts to follow up with customer but were unsuccessful.